Event description:
Device 1 of 2. Reference MFR. Report:: 3006705815-2019-01067. It was reported patient experienced ineffective coverage of pain relief. To address this issue patient had a surgical intervention on (B)(6) 2019 where the existing leads were replaced with a paddle lead .effective therapy was established .